Event description:
It was reported to philips that the device's panel keys were damaged. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the reported problem was confirmed. The device was operational according to manufacturer's specifications after replacing the shell. The investigation concludes that no further action is required at this time.